Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument and the returned stent revealed that the stent is deformed at one end and is fully expanded besides of two strut rows at the deformation. Microscopic analysis revealed stent imprints on the balloon surface indicating that the stent was initially crimped in between the two radiopaque markers. The balloon has clearly been inflated and was returned in a partially deflated state. The guiding extension catheter used in the intervention was not returned. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in the lad. Using an extension catheter, the orsiro reached the lesion. During inflation resistance was felt. Dilation was performed 3 times and the delivery catheter was removed from the body. However, it was confirmed that the stent came out of patients body without being expanded and the stent edge being deformed.